Event description:
Pt was admitted for implantation of a-v ICD (inducible ventricular tachycardia and conduction disease. 24 hrs post procedure pt developed atrial flutter with rapid ventricular response, rate 140, subsequently developed congestive heart failure, evidence of non q myocardial infarction.